Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement - the complaint device was received and evaluated. It was noted the only a small strand of broken suture was returned. The complaint can be confirmed that the suture broke. Further procedure details provided indicates that there were no immediate causes like sharp instruments that would have caused this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. There is no indication of an assembly issue that would lead to this failure. A root cause cannot be discerned at this point. Based on the overall complaint rate for this failure, at this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the batch review 3748802 showed that the devices were conformed to in process and finished goods specifications when released to stock the 3 feb. 2014. Expiration date: 2018-12 (according to retained labels). No nc was opened. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
While the surgeon was tying a knot the suture broke out of the anchor. The surgeon told that he wasn't even pulling that hard on the sutures. The procedure was completed with same like product.